Event description:
It was reported that when using the bd pyxis¿ es server, patient was not showing on pyxis device. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient admission had not crossed over due to a registration error related to a concurrent collection update. A technical support specialist (tss) restarted the internal inbound processor and requested that registration resend the a04 admit message. Following this action, the patient admission and orders successfully transferred to the es server. The issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.